Manufacturer narrative:
E1. Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 1.5mm x 20mm x 142cm coyote es was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds the balloon ruptured in pinhole form at the middle. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.